Event description:
General report received of an unspecified number of undocumented incidents that the device alarmed with an e321 (battery charger timeout) error code. The device were returned to the biomedical department with a report of e321 error code. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device were in clinical use. During testing at the user facility, the devices alarmed with a e321 (battery charger timeout) error code. Though requested, no additional info was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial numbers; therefore, they will not be returned for investigation. The customer contact indicated the devices were repaired and returned to clinical service. The probable cause the devices alarmed with an e321 (battery charger timeout) error code was due to the battery. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.